Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 52mg/dl. The customer stated that she was nauseated and vomiting prior to her hospitalization. Troubleshooting was performed. The programming on the insulin pump was accurate. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.